Manufacturer narrative:
A partial lead measuring 8.8 cm and 47.5 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular lead exhibited high impedance and high pacing threshold. The lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.